Event description:
It was reported that the device had latch sensor triggered when touched while locked and locked out unit function until reset. Event occurred during routine preventative maintenance.

Manufacturer narrative:
Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿the latch sensor triggered when touched while locked and locked out unit function until reset" was duplicated through functional and accuracy testing. The probable cause was the main board and was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.